Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending artery. It was noted that the 3.50x18mm xience alpine stent struts were flared. An unspecified device was used to complete the procedure. Returned device analysis observed a hole/tear on the outer member 3cm distal to the mid lap seal. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material deformation was confirmed. There was a hole/tear on the outer member distal to the mid lap seal. The outer member material at the noted hole/tear was lifted. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported difficulties appear to be related to procedural circumstances. It is likely that inadvertent mishandling or manipulation of the device during preparation for use contributed to the stent deformation and observed torn shaft. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.